Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union conditions is unknown. The original im nail was replaced with an 11mm x 380mm, standard nail, using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Fracture repair and healing is always unique to the patient and the fracture. Guidance on best practices for sign im nail surgeries are included in the sign technique manual. No one can predict a non-union or a failure to heal. Sign fracture care international continues to monitor non-union events as part of our post market activities.

Event description:
On (B)(6) 2014, it was reported that an im nail was replaced due to a non-union condition.